Manufacturer narrative:
Date sent to the FDA: 01/19/2016. It was reported by the patient that she underwent a hernia repair procedure/ sublay reconstruction in (B)(6) 2006 and mesh was implanted. The surgeon was concerned that this hernia repair in 2006 would fix the hernia, but might not fix the pain. (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that she underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient experienced mesh erosion, mesh migration, crumpling of the mesh, significant nerve damage, and systematic foreign body/immunity reaction. The patient stated most of her abdomen and groin area were completely numb. The patient experienced bowel and bladder problems and has been diagnosed with systematic immune deficiency including diagnosis of me/fibromyalgia/joint hypermobility syndrome. The patient was advised that she no longer has any stomach muscle left due to the amount of hernia repairs. The patient reported she is now significantly disabled due to mobility issues/standing/walking as well as significant bowel problems and as a result have lost a significant amount of weight and can only eat small amounts of solid foods and rely on energy/nutritional drinks. The patient stated she has endured chronic mental health issues due to the ongoing current medical and physical and mental ill health. Additional information has been requested.